Event description:
Event description cpi received information that the physician performed an invasive procedure on 8/15/97 to remove the transvenous defibrillation lead from service because of a fractured lead. The lead was replaced with another transvenoius defibrillation lead. At the time, the physician elected to implant a new implantable cardioverter defibrillator pectorally. Approximately two weeks following the implant, interrogation of the ICD revealed inconsistent r-wave measurement. The physician performed an invasive procedure to test the system which did not identify any issues. All measurements were within normal limits and the ICD to lead connections were intact. The physician elected to leave the system implanted with no changes. The new ICD and lead remain implanted.